Event description:
Information received by medtronic indicated that the customer had motor error alarm. Customer also had hyperglycemia and was treated with insulin pen. Blood glucose value at the time of event was 20 mmol/l. No harm requiring medical intervention was reported. Troubleshooting was unknown. The product will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the displacement test, rewind, basic occlusion test, prime/a33 test and excessive no delivery test and dat at 0.0871 inches. The stop (idle) current and run current measurement tests are within specification. The pump also passed self test, off no power alarm test and a21 error test. No motor error alarm noted during the rewind test. The pump alarmed motor error during occlusion test due to faulty fsr (gold). The motor was tested outside of the pump and passed. The following were noted during visual inspection: minor scratched display window and cracked battery tube threads. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds. Please see below when reviewing the history download file. The pump was stored for an extended period without a battery. Unable to verify bolus delivery, source of boluses delivered, daily insulin total and any alarms/suspends for event date 01-oct-2022 in the pump history file due to no data available. Unable to perform the history review 1 week prior to the event date 01-oct-2022 in the pump history file due to no data available. The pump was unable to upload to carelink pro, problem isolated to the electronic assembly. Unable to complete the functional test due to motor error alarm during the occlusion test. Unable to confirm alleged bgs. The pump alarmed motor error during occlusion test. Motor error alarm confirmed. Unable to upload to carelink confirmed (no current code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.